Event description:
It was reported in a scientific article that a pt experienced permanent neurological complication after vns implant. No further info was given. It is unk what the surgeon meant by permanent neurological complication. Good faith attempts to obtain additional info has been unsuccessful. The cause of event is unk at this time.

Manufacturer narrative:
Abstract reference: elliott, r; morsi, a; kalhorn, s, et al. "Vagus nerve stimulation for refractory epilepsy: single surgeon experience of over 700 consecutive operations." 2009.